Manufacturer narrative:
(B)(4). Batch # n5588p. The analysis results found that one ec60a device was returned with no visual non-conformances and with an ecr60d cartridge reload present. The reload was received partially fired 1/16. In addition, a cartridge pan was found dislodged. The device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that during a laparoscopic rectum procedure, after reloading with a gold cartridge, could not be opened after firing; no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.